Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced pain, mental suffering and loss of full body. The device had been implanted three and a half years after an ethicon proceed hernia mesh implant. Both mesh were removed four years after the covidien hernia mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia, and was placed over the prior implanted proceed hernia mesh. It was reported that after implant, the patient experienced mental suffering, abdominal adhesions, bowel obstruction, abdominal pain, swelling, and physical discomfort. Post-operative treatment included revision surgery to remove and/or repair the injuries caused by the mesh, as well as removal of both the proceed and parietex mesh.